Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During repair, it was observed that device had low flow in bypass mode and it was not meeting manufacturer specifications of 1.8 +- .05 l/m at 28°c. Flow meter was replaced. He arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they received the loaner arctic sun device, and it would not fill, no suction at left port. Per follow up information received via task on 31mar2025, sample has been received for repair. No patient involved at the time of the malfunction. Per additional information updated based on evaluation on 23jun2025, flow meter being replaced post repair due to low flow in bypass mode not meeting manufacturer specifications.